Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was intermittently unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, the touch screen was unresponsive. Customer¿s blood glucose level ranged between 150-220 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged delayed response wake button issue was verified. Additionally, the alleged unresponsive touch screen issue could not be verified.